Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient underwent an ablation procedure in early (B)(6) 2020. The patient was discharged home. Days later, the patient was admitted to the emergency room due to syncope. It was noted that the syncope was a result of pacing inhibition due to noise and p wave oversensing exhibited by this device. Troubleshooting revealed that the biv trigger in this device was off, and it was not known if this was always off or if it was a result of reprogramming due to the ablation procedure. When the feature was turned on p wave oversensing did not result in pace inhibition. The physician wanted to know if additional programming changes should be implemented to prevent pacing inhibition from happening again. The device remains implanted. No additional adverse patient effects were reported. A review of the case by technical services (ts) noted that the biv trigger for normal bradycardia mode is nominally programmed off, thus enabling the biv trigger did not prevent p wave oversensing, however the sensed event on the right ventricular channel triggered a biv pace. Ts recommended keeping the biv trigger enabled to assure biv pacing in case of oversensing. Ts also discussed programming a short and constant av delay to possibly help prevent oversensing of the atrial pace resulting in pace inhibition. At this time no further actions have been taken and programming discussed by ts had been implemented.